Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician successfully advanced seven coils into the target vessel using the non-penumbra microcatheter. Upon advancement of the eighth coil, a smart coil, the physician was unable to advance the coil at all through its introducer sheath. It was also reported that the smart coil was unable to advance or retract within its introducer sheath. The smart coil was then removed and was not used in the procedure. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The smart coil pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and was undamaged. The pusher assembly was able to advance through the 0.0159¿ ring gauge and the mid-joint od was within specification. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint become retracted proximal to the friction lock, resistance will likely be experienced during advancement of the device. During the functional testing, after the smart coil was properly re-sheathed into its introducer sheath, the smart coil was able to advance through its introducer sheath and the demonstration microcatheter without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.